Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the "corrosion on the image guide mount" was a cause not established. The most probable cause of "corrosion on the ultrasound plate and corrosion on the image guide cover" was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a leakage/seal problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that corrosion on the ultrasound plate, corrosion on the image guide mount, and corrosion on the image guide cover was found. It was determined that the ultrasound plate, image guide mount, and the image guide cover needed to be replaced. There was no patient involvement.